Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+2.0/105 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vault, elevated iop, significant reduction of irido-corneal angles, and goniosynechia. On (B)(6) 2016 the lens was exchanged for shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.